Event description:
It was reported that a very experienced doctor had problems with the insertion procedure on a male pt. The intra-aortic balloon (iab) got stuck in the super arrow-flex (saf) sheath and also in the teflon sheath. The physician was well prepared and pulled vacuum, activated hydrophil, coating, etc. A new catheter was inserted into the right femoralis without any difficulties by using a terumo sheath. A 5 minute delay was reported. As a result, there were no reported pt complications. Additional info was received on 06/29/2010 from (B)(6) stating a second attempt was not made because the right femoral site developed a hematoma and the pt refused to allow the md to perform a left femoral artery insertion.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.